Event description:
The reporter states that she felt hyperglycemic and went to the physician. She obtained the blood glucose result of 280mg/dl on the accu-chek advantage system in comparison to the professional meter result of 119mg/dl. The results were obtained within a 10 minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.